Event description:
Follow up information received reported that the patient was able to charge again while at the physician's office (date unknown) have had no issues since. It was reported that the patient needed a "jump start" of the device. The patient reported that they were receiving good therapy.

Event description:
It was reported that implantable neurostimulator recharger (insr) showed patient's implantable neurostimulator (ins) was 75% charged but the patient programmer showed the "recharge ins" icons. It was stated that the insr was not charging. One day later it was stated that after receiving a new desktop charger the insr charged but the patient was unable to get his ins charged. It was not possible to get the recharging screen on the recharger. It was stated that the patient recharged last about 5-6 days ago and was not feeling any stimulation. It was impossible to get recharger to antenna locate (al) screen. Repositioning antenna and turning dial was not successful. Also, no patient injury was reported and there was no indication of a defective recharger. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Analysis results of the returned recharger model 37751 (a component of model 37752 unit) serial # (B)(4) showed that it had a damaged connector (which was replaced).

Manufacturer narrative:
Concomitant products: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37751, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).